Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, and a foil pouch. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated. The distal tip of the sheath was inspected and found to have been deformed. No other damage or issue were noted. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The sheath and locator were returned fully mated. The distal tip of the sheath was inspected and was found to have been deformed. An investigation was requested from the manufacturing facility due to the deformation observed at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. The observed deformation could be related to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal vip could not be used to insert a sheath in the vascular closure device during the closure process. The doctor had to change the device for a new one. There was no blood loss. The procedure performed for the patient prior to the use of the angio-seal was embolization. A 6fr introducer sheath a kit was used, then switched to the 6fr angio-seal. After inserting a 260cm guidewire into the 6fr introducer sheath a kit and then switching from the sheath to angio seal, it was found unable to insert into the blood vessel. No connection of sheath and locator issue. Insertion of connected parts into the patient could not happen because it could not be inserted into the patient. A pre-deployment angiogram was performed. Patient was in stable condition.